Event description:
Complaint received stating the blue tip of the antimicrobial clave was leaking. This leaking generated five (5) IV sticks that were unsuccessful causing CT to be aborted and rescheduled. Procedure was successfully rescheduled and completed with no serious patient consequences reported.

Manufacturer narrative:
No product return and no lot number provided for review or investigation.